Manufacturer narrative:
The exact date on which the device became damaged is unknown; however, the issue was discovered during an equipment inspection on (B)(4) 2016. Product investigation summary: one (1) torque-limiting screwdriver (part: 324.052 / lot: 9805169) was received for investigation. Both the tip and the snap ring of the screwdriver are malformed. The laser etchings, however, are readable. The part was received in an unpacked, open condition without the original packaging. The returned screwdriver is malformed as mentioned in the complaint description. The manufacturing review shows that the production procedure was according to the specifications with no issues identified that would contribute to this complaint condition. Based on the received information, the exact cause of this complaint cannot be determined as no detailed information pertaining to the event is available. These types of instruments underwent a 100% functional inspection prior to leaving the manufacturing plant. Therefore, it is most likely that the instrument was subjected to damage caused by improper handling while unpacking or due to inadequate storage during the transport. Both of these conditions, in combination with a heavy impact, are likely what led to the complained issue. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a 3.5mm torque limiting screwdriver was found to be damaged during an equipment inspection conducted on may 24, 2016. There was no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records was conducted. The report indicates that the: 324.052 / 9805169, manufacturing location: (B)(4) manufacturing date: 26 february 2016. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the inspection of the returned device, it was noted that the tip of the screw is damaged. The damaged device was found during an orthokit inspection, therefore, no hospital is involved and it is not known how this happened, the affected product is not a screw, it is a screwdriver. This complaint involves 1 part. This report is 1 of 1 for (B)(4).